Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. When did the needle detach/pull off from the suture (in the package, during removal from the package, during handling stated "so the boxes with that lot# were pulled because the needles which are not supposed to be pop off needles, come right off the thread without any tension. We would pass the needle through the skin and it would just come off. We wasted more needles than we needed because of this"before use on patient or during use on the patient)? Please specify for each of the involved devices. - what is the procedure name and date. I do not have any info on what type of procedure a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported via: (B)(4) . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. The needles pop off of the suture. We would pass the needle through the skin and it would just come off. There were no patient consequences. Additional information has been requested.